Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had complications with the pacemaker. The patient stated that it had been loose and kept shifting. The device remains in use. No patient complications have been reported as a result of this event.